Manufacturer narrative:
The device was not returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition unknown.

Event description:
Revision of primary reverse shoulder replacement. Removal of all components due to suspicion of infection in glenoid and replacement with anti-biotic cement spacer in humerus. Noticed by surgeon during routine follow up.